Manufacturer narrative:
Correction: d2a, d4-model #, d4-catalog #, g4 - PMA/510(k) #. Investigation evaluation: it was reported during post-op check, a piece of cook bakri postpartum balloon with rapid instillation components was found embedded in the patient´s cervix. It is unknown if or how the retained piece was removed. No additional information is available for this event. Reviews of documentation including quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a trackwise search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_j-sos_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: instructions: "transabdominal placement, post-cesarean section". "Note: remove and stopcock to aid in placement and reattach prior to filling balloon." How supplied. "Upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of the investigation, a definitive cause of the reported event could not be determined. Based on the lack of details regarding balloon rupture, it is most likely that the piece of the device found was a stopcock component. The stopcock is designed to be able to be separated from the bakri prior to transabdominal placement and then reattached afterwards. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report resulted from the manufacturer's search of the medsun database for years 2024 and 2025 and was identified as a complaint unknown to the manufacturer. Information is limited; therefore, nothing additional is available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during post-op check, a piece of cook bakri postpartum balloon with rapid instillation components was found embedded in the patient´s cervix. It is unknown if or how the retained piece was removed. No additional information is available for this event.